Manufacturer narrative:
(B)(4). D10 - medical devices: revitan, proximal part, conical, uncemented, 65, taper 12/14; item# 01.00401.065; lot# 2522918; cocr head 32/ 0 'm' 12/14; item# 14.32.06-20; lot# 2547838; low profile cup 32/56; item# 63.32.56; lot# 2540492; unknown screw 3x; item# unknown; lot# unkown. G2 - foreign: germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00405 0009613350 - 2023 - 00406 0009613350 - 2023 - 00407 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had a second revision of a left hip arthroplasty. Approximately 13 years later, the patient was suddenly unable to walk without incident of trauma and underwent a revision of the head and stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; b1; d9; g3; h2; h3; h6. The revitan stem was returned for investigation with the cocr head mounted on the taper. The cocr head shows some scratches and marks from an electrocautery tool on the articulating surface, while on the rim of the head some small scratches are present. The proximal part of the revitan stem shows damages from the revision surgery in the form of scratches and nicks on the anterior and posterior side. The upper part of the neck and the medial side of the proximal part show some polished areas. No bone ongrowth can be seen on the anchoring surfaces of the proximal part. On the anterior, lateral and medial side of the distal part, there are revision damages in the form of scratches and nicks. Bone attachments can be found on the anchoring surfaces of the distal part. The connection pin of the distal part is fractured and the patterns on the fracture surfaces point to a fatigue fracture with the origin located on the lateral side. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per wt-wi 423801 complaint trending process in order to identify potential adverse trends. The fracture of the connection pin of the distal revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. Based on the literature, factors such as patient age, weight, activity level and comorbidities (e.g. Previous infection) may have led or contributed to the reported event. If and to what extend patient- and procedure-related factors may have contributed to the event remains unknown. Therefore, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.